Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The reported event helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil was overtorqued at the connector region, consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length measured within specification. The cause of the reported event was isolated to blood/tissue in the helix region and overtorqued of the inner coil.

Event description:
It was reported that during an implant while slitting the catheter, the lead dislodged and the helix would not retract. Another lead was implanted. There were no adverse health consequences, the patient was stable.